Event description:
The customer spoke with a company representative via phone call and stated she had experienced some low blood glucose levels in the 40 to 59 mg/dl range. Customer was not able to provide full details of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.